Event description:
During a tubal ligation procedure, a drape fire started from the pencil cord that was draped across the pt's neck. The pt suffered a slight burn to the neck. The insulation on the cord appeared "bubbled" where it was damaged.